Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgery via tha treating the hip joint. The surgery was completed successfully with no surgical delay. After the surgery, unknown defect occurred. We are confirming about details. No further information is available. Additional event information the patient's postoperative course was good. However, on (B)(6) 2024, the patient came to the hospital because he dislocated when he tried to pick up an object that fell. On the same day, the dislocation was manually reduced, but when the load was applied again, squeaking and snapping sounds were heard, and affected site dislocated again. A CT scan was taken, and a dislocation of the liner was suspected. A revision surgery is scheduled. The state of the liner is unclear because the revision has not been performed yet.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that on (B)(6), 2021, the patient underwent a surgery via tha treating the hip joint. The surgery was completed successfully with no surgical delay. After the surgery, unknown defect occurred. We are confirming about details. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the that pinn mar eto neut 32idx54od had four (4) tabs of the anti-rotational device mechanism (ard) fractured, and its concave surface was slightly deformed. Additionally, scratches were observed on its concave surface, most likely due to the extraction process. The fractured fragments were not returned for evaluation. The fractures observed on the ards tabs can be related to a disassociation condition between the pinn mar eto neut 32idx54od and the unknown hip acetabular cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device j37p28 lot number, and no non-conformances nor manufacturing irregularities were identified. With the evidence provided the allegation of dislocation cannot be confirmed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the pinn mar eto neut 32idx54od would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device j37p28 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device j37p28 lot number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product part#122432054 / lot#j81w84 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product part#122432054 / lot#j81w84 combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.